Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error. No troubleshooting was performed. The insulin pump is not returning.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump error found in the pump history (line-number = (B)(4) and file-number = (B)(4)) due to software error. Unit was received with minor scratches on lcd window.